Event description:
It was reported that it was not possible to insert the lead into the connector due to blockage. The device was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of difficulty to insert lead into connector was confirmed in the laboratory. Foreign material most likely the material originating from a foal swab that is used during manufacturing was found inside the connector preventing a reference lead to be fully inserted. After the foreign material was removed, the reference was normally and fully inserted.